Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that the needle got stuck when the sensor was inserted. The customer also reported that the sensor/needle broke in the body. No harm requiring medical intervention was reported. Troubleshooting was successfully performed, and the customer was advised to replace the insulin pump; however, the customer will continue to use of the device. The product will not be returned for analysis.